Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the customer has other health issues, and the customer accidentally changed the basal rates and programmed them incorrectly. Nothing further was reported.